Event description:
User reported 7 sodium and 1 potassium sample which gave erroneous results. Samples were repeated later the same day, on the same instrument and correct results were achieved. Results of the 8 pt's are as follows: patient 1, initial sodium result 134 mmol/l, repeat result 140 mmol/l. Patient 2, initial sodium result 132 mmol/l, repeat result 138 mmol/l. Patient 3 initial sodium result 130 mmol/l, repeat result 137 mmol/l. Patient 4 initial sodium result 128 mmol/l, repeat result 134 mmol/l. Patient 5 initial sodium result 130 mmol/l, repeat result 136 mmol/l. Patient 6 initial sodium result 129 mmol/l, repeat result 135 mmol/l. Patient 7 initial sodium result 134 mmol/l, repeat result 140 mmol/l. Patient 8 initial potassium result 3.5 mmol/l, repeat result 4.1 mmol/l. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined the ise reagent line was contaminated. The instrument was decontaminated. Performance check tests were performed and within specification. The user reports no further occurrences.